Event description:
It was reported while using bd needle 30ga 1/2in the needle hub had a perforation. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: what is perceived a perforation, different from what we thought was that they were bending.

Manufacturer narrative:
H6: investigation summary it was reported the needles are removed from the patients crooked and there is a perforation in the hub. To aid in the investigation, one video and one photo were provided for evaluation by our quality team. The video shows a needle assembly connected to a syringe with an amber colored drug. The needle is inserted in the face of the patient. At a certain point there is leakage of the solution observed coming out at the needle and syringe connection. No other information could be obtained from the video. The photo provided shows an image from the video. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the video sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd needle 30ga 1/2 in the needle hub had a perforation. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: what is perceived a perforation, different from what we thought was that they were bending.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.